Manufacturer narrative:
Stryker rep reported that the holes prepared with a stryker thoracic gear shift. The likely root cause of the tulip disengagement is improper preparation of the screw holes as recommended by the surgical technique.

Event description:
It is reported that when inserting a screw into t2 the poly head popped off the bone screw.

Event description:
It is reported that when inserting a screw into t2 the poly head popped off the bone screw.